Manufacturer narrative:
None.

Event description:
End user called for assistance checking the display of the device. After phone trouble-shooting, it was discovered that the device's display was showing partial characters. The device was replaced and the defective one returned for investigation.